Event description:
Supply-processing and distribution technician was handling sterile device still in sterile package. Technician noticed foreign material within sterile package. Foreign material consisted of five small, reddish-brown specks. The largest being about 3/32". We are contacting the manufacturer and will return product to manufacturer.